Event description:
On (B)(6) 2011, pt and his mother reported the pt's blood glucose level has been elevated. Pt stated, his blood glucose levels have been in the 150-224 mg/dl range and he has been moody because of it. Pt's normal blood glucose range is 100-120 mg/dl. Pt reported, he treats himself by bolusing and thinks it helps but stated that the infusion set cannula length may be an issue. Pt stated towards the end of using an infusion headset, the insulin will pool and leak from the cannula in his skin. Pt reported if he boluses more than 8-9 units of insulin, it will pool. Pt changes his infusion site every 2 days. Advised pt to change the infusion adapter with every 10 cartridge changes. Pt's mother reported, she doesn't think there have been error messages. Pt stated in the past, there have been a couple of times when he will pull his infusion device out and air bubbles will be in the cartridge and he will prime them out of the cartridge after seeing them. Pt reported there are no bubbles right now. On follow up call on (B)(6) 2011, pt reported, he has discarded all of the alleged infusion sets that caused the leak. The pt stated, he also discarded the insulin cartridges that had the air bubbles in them. Pt reported everything is working correctly now. On call back on (B)(6) 2011, pt reported, he was unsure of what was causing the leaking. Pt stated, he is still getting leaky infusion site with the new infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Sent infusion sets, infusion adapters and insulin cartridges; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.